Event description:
It was observed that during the device evaluation, the duodenovideoscope had gap at the joint between the hem and the tip cover at the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the gap at the joint between the hem and the tip cover at the distal end cause due to cause traced to component failure. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.